Event description:
On 10/27/2021, it was reported by an arthrex employee via email that an ar-8719ds-1515 staple implant system cannot be fitted. The staple and the device can not be fitted. A new device was used and the case was completed. There was no patient effect reported. Additional information requested. Additional information provided on 10/28/2021: the hook part of the device did not fit the staple and could not be attached. Procedure being performed was hallux valgus distal osteotomy.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged c14771-08 staple delivery device from an ar-8719ds-1515 was received for investigation. Visual inspection identified that the knob assembly had be bent out of position. Functional testing with a sample staple revealed that the staple was able to be secured onto the device but was slightly out of position. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces to the knobs.